Event description:
The customer reported, the foot pedal does not work on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a bad monoblock, universal node, cpu, and controller. He removed/replaced the monoblock, universal node, controller, and cpu. The system functions as intended.